Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display, motor error alarm and off no power alert. Customer¿s blood glucose level was unknown. Customer was placed a five new batteries in the insulin pump and in a day they go empty on the icon and once time the insulin pump had blank. Customer did not received low battery. Customer stated that the crack on the screen. Customer stated that the drive support cap was normal. Customer was able to complete insulin pump rewind. Advised that at this time displacement test and manual prime were successful and motor alarm did not reoccurred. Troubleshooting was declined. Customer was advised to the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, unexpected restart error test. No unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Also, unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarm noted during testing. Device had cracked lcd window. The motor was tested outside the device and passed.